Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with a 250cc mentor memorygel breast implant (right side) and a unspecified mentor gel breast prosthesis (left side) and experienced bilateral rupture post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
On april 25, 2022, mentor received additional information regarding the date of event and device information. The date of event has been amended to november 15, 2021. The device information has been determined to be 250cc mentor memorygel breast implant. Catalog number: 3507250bc, lot number: 5696639, serial number: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2022, the mentor failure analysis lab has received the device for evaluation. On may 26, 2022, mentor confirmed the impacted device to be a 275cc mentor memorygel breast implant with catalog number 3507275bc. The device lot number has been updated to 5743659. The device serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implant has been updated to april 07, 2008. On may 27, 2022, the evaluation for the device was completed. Device evaluation summary visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had a crease/fold on the anterior view extending to the posterior view. Additionally, a tear was observed within the crease/fold on the posterior view, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).